Manufacturer narrative:
G4: 21oct2019. B4: 22oct2019. Per the bench repair engineer, the cpu board and the motor controller (mc) board were replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted product support (ts) stating that unit had error code messages of oxygen device failed and oxygen not available errors. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 23nov2019. Failure analysis on the returned central processing unit (cpu) board and motor controller (mc) board shows that the cpu board and motor controller (mc) pcba were tested and no failures were identified. The oxygen device failed error could not be duplicated. The diagnostic report logged oxygen (o2) unavailable was part of oxygen mix accuracy test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
Customer contacted product support (ts) stating that unit had error code messages of oxygen device failed and oxygen not available errors. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.